Manufacturer narrative:
Height: 130cm. Based on the available information, this event is deemed to be a reportable malfunction. No patient injury was reported. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 10, 2016. (B)(4).

Event description:
Complaint received reporting a bend in the pilot balloon connection to the inflation tube of the airway device. Reporter stated during surgical resection of a cerebellar tumor, a pediatric patient was intubated in supine position. The patient was repositioned to prone with eighteen (18) cm mouth fixation and distorted thirty (30) degrees (or more) with the head below. Thirty (30) minutes after intubation, it was discovered that the catheter had not advanced. The catheter was manually adjusted without reintubation by pulling the tube two (2) cm. Airway pressure was high to maintain the oxygenation state. At surgical end, four to six (4-6) hours after intubation, the patient was repositioned to supine. The airway was checked with a fiberscope and the bend was discovered. Upon decannulation, oxygen saturation was 97-98 and capnograph was 45-55. No patient injury was reported. Photographs of the product in question were received. No further patient information was provided.